Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was undergoing a non-device related procedure. During the procedure clinic staff noted the patient¿s heart rate had decreased to rates in the 20 beat per minute (bpm) range. The patient then went into ventricular tachycardia (vt) with heart rates in the 120 bpm range. No therapy was delivered as the vt zone was programmed to 180 bpm. The patient coded and was intubated after the low and high heart rates were observed.

Manufacturer narrative:
The device was interrogated and review of rate counts did not show any evidence of the observed low or high rates observed. Additionally, all lead measurements were acceptable and stable. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) may cause a fast rate to be observed. Ts also discussed possible intermittent loss of capture during the procedure which could contribute to the observed low heart rates. Records indicate these products remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received from the local field representative that in addition to being intubated, the patient was admitted to the intensive care unit and given epinephrine and atropine. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.